Event description:
It was reported that the cement properties were not as expected when mixed and set quickly when inserted in the femur, resulting in the cement being removed and a new mixture inserted. It is further reported that the cement appeared 'very liquid' when in the cement gun and it took approximately 5 minutes until it was acceptable to insert in the femur. When attempting to insert the prosthesis, the prosthesis would not progress further than 1 inch into the femur. The cement was removed from the femur and two other lots of cement was mixed, and the properties were as expected, and the surgery was completed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.